Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the main valve seal was disengaged. The lock collar was broken. The balloon, obturator, and converter doors were intact. The inflation syringe was received. Functional testing noted that the balloon was inflated, properly formed, and no leaks were detected. The lock collar moved up and down the cannula and snapped securely in place. It was reported that the seal became disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition: broken lock collar. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during the clinical application. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colostomy takedown procedure, specifically during lysis of adhesions, the valve seal disengaged and the valve became stuck in the open position. The surgeon immediately plugged the opening with a finger to prevent loss of pneumoperitoneum, and the port was replaced with another manufacturer's port to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. A medtronic will submit a supplemental report if additional relevant information becomes known.